Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: customer did not provide cartridge serial numbers, therefore technical support unable to determine if individual complaint was against lot 22093m, 22091b or 22790c. The complaint history was reviewed and there were no previous similar complaints against involved lots. The lot history record (lhr) was reviewed for the possible lot numbers in the complaint, and it passed release specifications. Technical support reviewed data from backend. The customer alleged 18 fp results; however, the investigation was only able to identify 17 potential fp results from (B)(6) 2022 through (B)(6) 2022. Since the customer did not provide cartridge sns, technical support unable to confirm if these are suspected false positives. For 10 of the 17 potential false positive results: a technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results. For 7 of the 17 potential false positive results: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported 18 false positive results to cue health field specialist on behalf of their office employees. This MDR will document 1 false positive event (see related cases for remaining 17 false positives reported by the customer). Individual 13 received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use. Cartridge lot 22093m, 22091b and 22790c were in use, but the customer did not specify the affected lot number or provide cartridge and reader serial numbers. The individual did not have any symptoms and tested negative with a subsequent cue covid-19 test on (B)(6) 2022. The customer reported the individual had a sars-cov-2 pcr test in process but did not provide further information including the test result, date, and brand/manufacturer.